Manufacturer narrative:
(B)(4)

Event description:
It was reported ¿defective sheath after three sterilizations.¿ there was no report of patient impact.

Manufacturer narrative:
(B)(4): the device (monopolar hook (B)(4)) was returned for evaluation. Analysis indicated that the sheath became too large and does not adhere on the tube anymore. The electrical insulation is compromised. This defect can easily be detected and the instrument should not be used in this conditions. The most probable cause is a sheathing defect. (B)(4)